Manufacturer narrative:
This device's reporting status is changed to serious injury from malfunction due to explant with an early replacement indicator suspected. The device has been returned for analysis.

Event description:
The device subsequently was explanted and replaced with no adverse patient effects.

Event description:
--

Manufacturer narrative:
A subsequent review of device memory revealed that the elective replacement indicator (eri) was declared after a charge time of 20.4 seconds, and the end of life (eol) replacement indicator was declared 60 days later with a single charge time of 30.9 seconds at a monitoring voltage of 2.58 volts. The maximum charge time while the device was implanted was 30.9 seconds. The device was explanted 10 days after eol was declared. To determine if the device's rate of battery depletion was normal, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use and programmed settings. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. This issue is discussed in the quarter 2, 2010 product performance report.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device's programmed parameter settings and therapy history were used to estimate expected battery use to date, then compared to actual use. Our initial analysis showed this device met longevity projections per programmed values; however, the device experienced a shorter-than-expected time period between elective replacement and end of life replacement indicator statuses, which may be an indication of an out-of-specification condition. Additional analysis is pending.

Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed an end of life (eol) status indicator associated with a middle of life 2 battery measurement and an extended charge time that exceeded specifications. This device is included in the mid-life display of replacement indicators advisory population communicated 11/27/2007. There were no adverse patient effects reported, and the device remains implanted and in service.